Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, the loop handle was squeezed but black return knob could not move so the device did not fire. The procedure was switched to open surgery. Surgical time was extended by 30 minutes.